Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the blood glucose was high. The customer's blood glucose was 400mg/dl at the time of incident. The customer¿s husband reported that the insulin was coming out the top instead of the cannula. They changed it out and no issues with the set she was currently wearing. He also said there were two that got disconnected without customer realizing it and they weren't sure if she made an error or if there was something wrong with the sets. Blood glucose was 462mg/dl. The customer treat with a bolus. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.